Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7300ds was received for investigation. Visual inspection under magnification identified that the cutting tip had broken off of the distal end of the inner tube. The fragments produced were not returned for analysis. Damage was observed along the outer diameter of the cutting window. Additionally, circumferential grooves were noted to have been worn along the outer diameter of the cutting head and along the inner diameter of the hood, indicating potential interference as a result of prying/leveraging forces applied to the device. The cause of the event remains undetermined. However, a probable cause can be attributed to prying/leveraging the device against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-7300ds 3.0 dissector tip broke off inside the patients joint. All fragments were removed and the joint was flushed. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. Additional information per the sales rep on (B)(6) 2021 the case was completed by continuing to flush joint with 1,000ml. No additional time was added to the procedure.